Manufacturer narrative:
Patient weight was not provided for reporting. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, patient had a crush injury and a below knee amputation. On (B)(6) 2017, patient underwent implant procedure. Patient was implanted with one (1) lcp distal femur plate, five (5) cortex screws, two (2) washers, and five (5) locking screws. On (B)(6) 2017, patient had an operation to repair a skin flap and it was decided to remove the metal ware as union had occurred and there was some concern regarding the fit of any future prosthetic limb. All components were removed. All components were intact. After the final screw was removed from the patient, the surgeon could not remove the conical extraction bolt from the head of the screw. Many attempts were made; however, the threads of the extraction bolt were lodged within the head of the screw and broke off when attempting to separate. Another sterile drill bit was opened, it worked well. As the screws were all completely removed there was no adverse event to the patient, or the procedure. This report is for one (1) conical extraction screw for large screws and 4.9 mm bolts. (B)(4).